Event description:
It was reported that this right ventricular (rv) lead showed variable r wave morphologies, variable heart rates, lower than the low rate limit and loss of capture (loc). A prior report showed an increase in thresholds since last month. The device remains in service. The outputs were manually increased. The patient is undergoing cancer treatment at this point. A follow up with doctor was recommended at the pacer clinic to check the threshold stability and battery status with the new settings. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).